Manufacturer narrative:
The investigation of the returned coil system confirmed the implant coil was severely stretched at the proximal end and detached from the pusher. There was no indication of thermal detachment from the controller on the pusher's heater coil. The pusher's monofilament had a stretched tail shape at the tip, indicating the device experienced excessive forces that exceeded the strength of the monofilament, causing the implant to detach from the pusher; however, the conditions or circumstances that led to the damage could not be determined.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of a left varicocele, the coil unexpectedly detached. The coil was successfully retrieved. There was no reported patient injury.